Event description:
Medtronic received info that this bioprosthetic valve, implanted 7-8 years ago was explanted at a different hospital 3-4 years ago. No further info is available at this time.

Manufacturer narrative:
Eval: device history could not be reviewed as the serial number was not provided. Results: valve was not returned. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: without the return of the valve, no definitive conclusion can be made regarding the performance of the valve.